Manufacturer narrative:
Samples were plasma collected in plastic tube. A field service engineer (fse) was dispatched to the customer's lab: fse found aspirate probe 3 leaking air at the manifold fitting. Fse bypassed quick disconnect fitting, ordered new manifold and ran system check which passed. The fse replaced bulk head fittings and aspirate peripump. Performed system check again, which passed. Verified repair per established procedures. Results meet published performance specs. Upon f/u with customer, the customer indicates that they did go back and re-test pt samples. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accu tni and obtained a result of 0.53ng/ml and it repeated at 0.20ng/ml. It is unclear whether the erroneous result was reported outside of the laboratory. To date, the customer has not reported any death, injury, or change to pt treatment as a result of this event.